Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention occurred to address the issue where the ipg was explanted and replaced.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the ipg met or exceeded physician's expected longevity. There is no device malfunction.

Manufacturer narrative:
It was reported the ipg met or exceeded physician's expected longevity. There is no device malfunction.